Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the tip of the sucker wand broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: this complaint involved a perfusion tubing pack that had a sucker tip break off during cardiopulmonary bypass. There was no harm to the patient. The sucker was changed out with a new one. The sucker and sucker tip were not returned to the manufacturer for investigation. Pictures were shared of the broken sucker and clearly showed a jagged edge on the broken sucker tip which would indicate that the sucker was possibly being incorrectly used as this would be a pressure break rather than a solvent bonding issue.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per supplier evaluation, the device history record was reviewed, and it showed that a 100% strength test was performed on each hex handle sucker to the stress limit of 4 pounds (lbs). All 500 pieces of the lot passed the strength test. A picture was provided by the user facility, and it was clear to see the break was at the bonding area of the hex handle sucker. On the picture with the tip only, it showed a portion that was broken with a jagged edge showing a pressure break rather than a bonding failure. It was most likely from the hex handle sucker being used as a probe or retractor that had more than a 4lb pressure placed on the medical device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.